Manufacturer narrative:
The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with high impedances. Based on the information received, the cause of the yes impedances could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to set their ipg to MRI mode due to high impedances on both leads. As a result, the patient underwent surgical intervention during which both leads were explanted and replaced to address the issue. During the procedure, both leads were visibly fractured. Effective therapy was established post-operatively.